Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). After completing the treatment and preparing to end the procedure, during withdrawal of the bmw universal ii guidewire and catheter, it was noted that the front end of the guidewire had fractured and extended to the proximal-mid segment of the rca, with the distal end of the guidewire located at the femoral artery at the axillary level. Multiple attempts to retrieve the fractured guidewire were unsuccessful. The catheters were removed sequentially leaving the guide wire in the anatomy, and compression bandaging was applied. The patient was transferred to a higher-level hospital for treatment of the fractured guidewire. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.